Event description:
The instrument was fired on the rectum however no staples formed at all. Additional info received in 2004: the surgeon cut the poor staple formation part additionally and the procedure was converted to a colostomy. Procedure: low anterior resection.